Event description:
In 2000, I rec'd a total knee replacement prosthesis of the left knee. The expected pain relief and mobility improvements have not been achieved. Subsequent medical examination revealed that the device was not working properly and that there was reason to believe that some type of deterioration of the bones of the tibia and femur was occurring. A full body nuclear bone scan revealed that significant and adverse uptake of an unexplained nature was occurring in the pt identified pain centers on the medial edges of the tibia and femur where the device attaches to these bones. Additionally, the patella prosthesis was not tracking correctly. The original orthopaedic surgeon will reopen the left knee and perform needed corrective surgery. The patella prosthesis will be reshaped and reattached with new tracking line of movement. The areas of uptake will be probed to determine their origin and cause. If the knee prosthesis has come loose, then it will be reattached. Attempts will be made to increase the range of motion for the knee prosthesis to give the pt -me- a greater range of motion.